Event description:
Negatively biased phbr results on the 5.1 fs analyzer after calibrating a new slide lot. No biased patient results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.